Event description:
Allegedly, the doctor was performing a bilateral sinus surgery when the tip of the scissors broke off in the pt. The doctor scoped the area to locate the piece and then retrieved it. Procedure was completed; there was no injury to the pt; pt condition post-op was good.

Manufacturer narrative:
We examined instrument and found that the fixed scissor arm (approx 1 cm in length) broke off where it is attached to hinge area. Probable cause for breakage is stressed overload.